Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the pressure rises above set limit and alarms, then comes down in normal range. The perfusionist tried different cables to resolve the issue. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The field service rep (fsr) was unable to duplicate the reported issue. The fsr sent data logs to the MFR for further eval. No errors appeared in the data logs to indicate a problem with the perfusion system. The fsr tested the system and it operated to MFR specifications and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.